Manufacturer narrative:
Patient weight not made available from the site. Software investigation completed. Findings are that the 3d model was not optimized for registration and the surgeon was not using proper tracing technique. Issue corrected and a successful tracer registration was completed. Software is functioning as designed. It was the surgeon's choice to continue on in the procedure being aware of the alleged inaccuracy.

Manufacturer narrative:
Software investigation completed. The 3d model was not optimized for registration and surgeon was not using proper tracing technique. Issue corrected and a successful tracer registration was completed. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A site representative, nurse, reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon had failed tracer registration four times. The nurse stated that the 3d model did not look like the patient. In trouble-shooting, the medtronic representative gave direction to edit the model to optimize; and inquired about the tracing pattern which revealed that the surgeon was also tracing under the eyes. It was recommended to optimize the tracer pattern by sticking to the nose and brow and by using a light touch. The patient was successfully registered. The surgeon indicated that he was approximately 1mm inaccurate, however, was going to proceed with navigation as is. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.